Event description:
The iab was inserted into the pt on 10/30/97. After iabp for 48 hrs, blood was noted in the catheter and the iab was removed without any difficulty. (Multiple event to customer complaint number 97-01347). [Event complications]: none during removal-reported 11/6/97. [Pt's current status]: inten care rpt'd 11/6/97.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.